Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit shutdown. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse observed that there was no display or keyboard and an audible system failure shutdown. The timer was inoperative. The fse measured all supply voltages and observed that there was no bulk supply. The fuse was checked and passed. There fse replaced the power supply. The fse tested the power supply in battery and ac operation. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer. The failure analysis and testing dept. Received power supply with a reported unit failure of iabp shutdown during use. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed power supply serial number into the cs300 test fixture and tested the power supply to factory specifications per the cs300 service manual. The fat proceeded to turn the unit on by the main switch. The unit powered on, and immediately the system alarm sounded. The cs300 did not boot up. The complaint of iabp shut down could not be verified, because of the cs300 not booting up. However, the fat did observe that the cs300 would not boot up with the system alarm sounding. The power supply failed testing. Retained the power supply in the fat per procedure. The most probable root cause for the reported malfunction is component reliability.